Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between with heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding cannot be conclusively determined. A specific cause for the reported localized infection cannot be conclusively determined. The suspected bleeding reportedly resolved, and the patient remains ongoing on heartmate 3 lvas, serial number (B)(6) no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists bleeding and localized infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) at an outside hospital (osh) with complaints of bloody diarrhea, nausea, and vomiting on (B)(6)2022. Upon admission, the patient¿s white blood cell (wbc) count was measured to be 16,000 wbcs per microliter (ul). The patient was taken for stool studies and a computed tomography (CT) scan of their abdomen, which revealed colitis. The patient was started on zosyn and azithromycin, and their warfarin/study medications were held for a few days. The reported source of the suspected bleeding was not confirmed by the hospital; however, it may have been related to colitis. The suspected bleeding reportedly resolved.